Event description:
It was reported that the pulse generator could not be interrogated. Several attempts to interrogate with different programmers were unsuccessful. The device did not respond to magnet application. At the last follow-up on (B)(6) 2010, the device did not exhibit any problems. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
Boston scientific crm received information that the patient with this pacing system developed an infection. The system will be explanted. No other adverse patient effects were reported.

Manufacturer narrative:
As received, the pulse generator could not be interrogated and had no output. The battery was heavily depleted to 0.1 v. The original battery was replaced and the device was monitored for four weeks. At completion, the battery reading and current drain were normal.